Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited loss of capture. The device was re-positioned, and after having difficulties fixating the device into the myocardium it would not release from the delivery catheter. Additionally, the device could not be re-docked into the delivery catheter. The whole system was rotated to un-fixate the device and ultimately retrieved. A new device was then implanted. There were no patient consequences.

Manufacturer narrative:
The reported events of failure to capture, separation failure, difficult or delayed separation and docking issue-during procedure could not be confirmed. Visual inspection showed that the outer helix length was stretched out of specification consistent with tension used during the procedure, the inner helix length and tether diameter are within specification. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted; the device passed all tests. Further analysis was performed, including capture/output verification, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.